Event description:
Medtronic rec'd info that during extracorporeal membrane oxygenation (ECMO), there was a sudden failure of the bioconsole. The device failure was noted by a nurse as a black display screen with no alarm (it was confirmed that the alarm was not turned off). During this time, the device was not powered via battery. The device was powered on and it was reported that speed monitoring fluctuated between minimum and maximum. After a short time, the device powered off again and the entire system was changed out. There was no of ac power at any time. The pt died two days following this event (after one week on ECMO). The cause of death was unk, but it was reported that death was not related to the bioconsole malfunction.

Event description:
Supplemental report to MFR report# 2184009201100050.

Manufacturer narrative:
(B)((4): eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: it was reported that the death was not related to the product. The device history record was reviewed and showed that this product met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. W/o the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.

Manufacturer narrative:
Evaluation and performance testing of the returned device could not duplicate the reported clinical observations. The device functioned as expected when tested by medtronic's field service team at the clinical location and when subjected to long-term testing after return to medtronic's quality laboratory. Analysis revealed that the device's 28-volt supply cable showed evidence of having been burned at the connection block for the device's power circuitry. Failure at that connection in the circuit would have caused the device to stop operating with alternating current (ac) or back-up battery power, and may have resulted in fluctuating device speeds. In the rare similar occurrences reported, analysis found that burned cables were the result of the supply cable connector being incorrectly seated in the connection block during device maintenance. In this instance, the connector was seated correctly and medtronic found no evidence of device damage or electrical anomalies that could have led to arcing. Although no root cause was determined for the burned cable, some potential causes include: the possibility that the damage to the cable occurred during a previous service. The possibility that the cable was disconnected and incorrectly reconnected by an operator, although this is unlikely because the connection block is located in an area of the device not normally accessed by an operator. The possibility that an ac power brown-out occurred during the clinical event. Since the situation could not be duplicated, and no other problems were found that would have caused the cable to burn, ac power brown-out is considered the most likely root cause. The device was repaired and returned.